Event description:
It was reported that at the end of the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system an inappropriate shock was delivered due to oversensed noise. Echocardiogram and fluoroscopy evaluation determined air was accumulated around the proximal electrode. The patient remained admitted and therapy was programmed off to allow for the air to dissipate. A few days later no further noise was able to be reproduced and the patient was going to be discharged. No additional adverse patient effects were reported.